Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with a heart rate in the range of 20 bpm. It was also reported that the following issues were observed on the right ventricular (rv) lead: oversensing, high ventricular intervals on the sensing integrity counter (sic) and chronically high thresholds. External pacing was applied by emergency medical services. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician could not confirm that the patient's heart rate was in the range of 20 bpm, which the emergency services reported. It was also reported that the rv lead was reprogrammed.